Event description:
A response was received from a manufacturer representative regarding patient's complaint electrode 0 had high impedance 10k as reported. Rep suspect that¿s a device issue. There were no patient/therapy issue, as reported. Patient reports seeing eri as the device has hit eri, as reported. Called to confirm with tech services. Patient not programmed on electrode 0. Patient to schedule for ins replacement. Impedance was likely due to impedance. Eri message was due to eri. Any other cause is undetermined, cannot/will not be determined. Unable to resolve electrode impedance. Not programmed on electrode 0. No patient or therapy issue. Patient will likely be scheduled for ins replacement due to eri. Nothing scheduled at this time. No further issue. Patient will likely be scheduled for ins replacement due to eri, per eri. Nothing scheduled at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep called while meeting with pt and reports that upon interrogation she found that with ref electrode 0, electrodes 2, 3, 5, 10, 11, 12, 13 were all greater than 10 ,000 ohms. Rep reports that when she switches the reference electrode to any of these other contacts, only 0 shows as greater than 10,000ohms. Rep reports that pt's current programming does not use electrode 0, and that she will make a note not to use this contact in the future. Rep also reports that pt stated they started seeing eri message about 6 weeks ago. Rep indicated they would speak to physician today about ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial: (B)(4), product type: lead. The main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #:(B)(4), ubd: 13-jun-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.